Event description:
The customer reported to customer service that she went to go use the pump when the adapter started smoking and felt hot. During chu follow up on (B)(6) 2013, customer also stated that the power adapter housing was split and coming apart and there was exposed wires. Customer stated there were no injuries.

Manufacturer narrative:
A replacement power cord was sent to the customer. The customer called medela customer service and stated that she went to go use the pump when the adapter started smoking and felt hot. The power cord was replaced and requested the defective power cord be returned for eval. In follow up with customer, she stated the power adapter housing was split and coming apart and there was exposed wires. Customer indicated she did not witness fire/flame, and there were no injuries sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.